Event description:
The user facility reported a 62-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After the peel away sheath was removed, the impella came back into the aorta and inverted itself. It was unable to be repositioned and the impella was removed and replaced.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the initial report was submitted. The device was not returned for investigation. Based on clinical description, the root cause of positioning issue was most likely use related.